Event description:
In 2007, a reintervention took place for a proximal type I endoleak to extend the gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The physician placed two gore excluder aaa endoprosthesis aortic extender components resulting in an inadvertent covering of the superior mesenteric artery and the renal arteries. The devices were repositioned, and two add'l stents were placed in the superior mesenteric artery and the right renal artery. The final angiogram showed good flow to all vessels. There is no plan for add'l reintervention.

Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been conducted. Results: a review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: no conclusion can be drawn. Please note attached list of add'l devices implanted in pt; gore excluder aaa endoprosthesis aortic extender components; pax 280300/ lot# 04935059 and pxa280300/lot# 04891860.